Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a disconnected driveline cannot be confirmed. The device reportedly operated as expected; however, it was unknown if the patient¿s death was device related. No autopsy was performed, and the pump was not explanted. No product available for investigation. Important warnings relating to pump stops are described in heartmate ii lvas patient handbook, heartmate ii lvas operating manual, and heartmate ii lvas instructions for use. The IFU also explains that disconnecting the driveline from the system controller will result in a loss of pump function. The IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system section 5 of the patient handbook, entitled ¿alarms and troubleshooting¿, addresses all alarm conditions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was found unresponsive at home by his wife. The driveline was disconnected from the controller and controller alarming for driveline disconnect and low flow. Transported to local hospital and resuscitation was attempted. Patient expired. The family did not return any of the equipment to (B)(6). The vad coordinators were unable to trouble shoot or determine why the patient had removed the driveline. No equipment will be returning and no autopsy.